Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic bilateral salpingo-oophorectomy procedure, at the beginning of the procedure, whi le performing dissection, the monopolar curved shears(mcs) was not supplying energy and the surgeon asked bedside staff to check that the cable was well attached. Bedside staff pushed on the cable while the instrument was attached to the arm cart assembly(aca), and a high priority alarm for an instrument error occurred with loss of teleoperation and bedside control, with the instrument state remaining dark blue. The instrument was removed as a ¿broken instrument,¿ inspected, and reinserted to complete the case. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated that the monopolar curved shears was connected to a sterile interface module (sim) that was attached to arm cart assembly 3 when an instrument over-torque error occurred. There was an error code for 'needle driver, grasper and shears excessive torque - recoverable). The use time was seventeen minutes with a use count of one. Evaluation of the monopolar curved shears confirmed the reported condition. The root cause of the observed error in the logs of the monopolar curved shears is understood to be a design issue in the software that controls the monopolar curved shears. The controls software is responsible for calculating and commanding the necessary instrument drive unit motor torques that result in instrument movements. Presently, the controls software does not discharge commanded drive torque quickly enough when opening shears blades. As a result, a subsequent rapid command to close the shears may result in drive torque that exceed design limits. When excessive drive torque is detected, the system is designed to arrest instrument movement and prevent subsequent tele-operation by a user in order to prevent instrument damage. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic bilateral salpingo-oophorectomy procedure, at the beginning of the procedure, whi le performing dissection, the monopolar curved shears (mcs) was not supplying energy and the surgeon asked bedside staff to check that the cable was well attached. Bedside staff pushed on the cable while the instrument was attached to the arm cart assembly (aca), and a high priority alarm for an instrument error occurred with loss of teleoperation and bedside control, with the instrument state remaining dark blue. The instrument was removed as a ¿broken instrument,¿ inspected, and reinserted to complete the case. There was no patient injury.